Event description:
Boston scientific received information that this device has increased charge times, and the health care professional (hcp) has indicated that they believe those charge times are too high. The device remains implanted at this time. To date, no adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.